Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sensing noise which triggered an svc (superior vena cava) alert. It was noted that the right ventricular lead is a single coil lead and the svc port is most likely pin-plugged and can be more sensitive for noise. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. 6935 right ventricular (rv) lead only uses defibrillation high voltage (hv) coil and has no superior vena cava (svc) hv coil feature. Svc lead impedance readings started recording data for min and max svc defib equal to 254 ohms in the s2d file between (B)(6) 2013. Concomitant products: 693565 implantable tachy lead (B)(6) 2011; 5076-52 implantable pacing lead (B)(6) 2011.